Event description:
It was reported that during an acl, the footprint ultra pk anchor was placed according to the indications of use, once the handle was removed and the sutures were cut, it was evidenced that the sutures were not inside the anchor but were free as if they had not been threaded, which could indicate that the anchor was broken internally releasing the sutures. It was not possible to remove the anchor, the procedure was completed with non-significant delay using an s+n back up device in the same hole used previously. No further complications were reported.

Manufacturer narrative:
H2: additional information on b5, d4, h4 and h6 (health effect - clinical code and health effect - impact code).

Manufacturer narrative:
Internal complaint reference (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl, the footprint ultra pk anchor was placed according to the indications of use, once the handle was removed and the sutures were cut, it was evidenced that the sutures were not inside the anchor but were free as if they had not been threaded, which could indicate that the anchor was broken internally releasing the sutures. The procedure was completed with non-significant delay using an s+n back up device in the same hole used previously. No further complications were reported.